Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette while inside the cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm and patient line is blocked message (soft alarm) during drain 4 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to reboot the cycler, cancel treatment, discontinue the use of their cycler, and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event occurred inside the cassette door, however no leaks were found on the tubing or solution bag. The patient stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, lebefloxacin (250 mg, one per day, 3 days, oral). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was given to the pdrn at the clinic, however, the old cycler is available to be picked up and returned. The pdrn confirmed that the cassette is available to be returned for physical evaluation.

Event description:
The peritoneal dialysis registered nurse (pdrn) mentioned the patient stated the cassette developed a hole and the damage caused fluid to leak into the cycler.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.